Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the pezs03a tactile access kit & ez switch portal saver system, universal device was being used during a hip arthroscopy w/labral repair procedure on (B)(6) 2025 when it was reported "went to make first incision with the guide wire the proximal piece of it broke inside the patient." Further assessment questioning found the fragment was removed with the use of a grasper to retrieve the guide wire out of the site. The procedure was completed without the use of an alternate device and there was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the pezs03a tactile access kit & ez switch portal saver system, universal device was being used during a hip arthroscopy w/labral repair procedure on (B)(6) 2025 when it was reported ¿went to make first incision with the guide wire the proximal piece of it broke inside the patient.¿. Further assessment questioning found the fragment was removed with the use of a grasper to retrieve the guide wire out of the site. The procedure was completed without the use of an alternate device and there was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Manufacturer address updated. Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised that prior to use, remove all protective packaging and tip protector, if applicable. Inspect instruments prior to use to ensure they are in good physical condition and function properly. There should be no loose, broken or misaligned parts. Exercise care in the use of these devices to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. We will continue to monitor per regulatory requirements to help ensure patient safety.